Event description:
Customer reports accidentally pressing the lid close button while hands remained in the machine. Lid closed on hands and would not open.

Manufacturer narrative:
The operator was treated and released. No additional information is available. Devices in manufacturing were evaluated in an attempt to recreate issue. While the lids does exert closing pressure, the person evaluating was able to easily remove hands and/or arms without discomfort. No additional complaints of this nature has been received.